Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a review of the alarm history showed cs 012/054/052 call service alarms on 05/12/2015 and one occlusion alarm on 06/17/2015. During testing, the pump powered on normally. The pump successfully passed the ez prime steps with no call service alarms. The pump was exercised for 24 hours with no call service alarms. The pump cover was opened and no internal defects were found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.